Event description:
It was reported that there was no inner tyvek packaged and no adhesive trace on the package when sales rep opened outer tyvek package. The sterility of the device was questioned. The device opened and not used. Another device was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).